Manufacturer narrative:
The device has been received, but an evaluation has not been completed. A failure analysis is not available; the relationship between the suspect device and the cause for the event is undetermined. In addition to the device evaluation, a review of the device history record and the product family complaint trends are in progress; results will be provided in a follow-up medwatch report.

Event description:
On august 24, 2007, it was reported to boston scientific corporation that a procedure to place an ultraflex non-covered esophageal stent in the descending part of the duodenum was performed (patient age, gender, and weight unknown). According to the complainant, the product was advanced through the lesion by way of a 24fr introducer sheath. While trying to release the stent, "the suture became tangled and the stent failed to fully deploy." Reportedly, the stent was "removed from the patient's body with half deployment." The physician successfully placed a second ultraflex non-covered esophageal stent. At the conclusion of the procedure, the patient's condition was reported as "good."